Event description:
It was reported that prior to an unk procedure, the device was tested to activate the instrument by using the buttons, it did not work and they heard a metallic sound. The device was re-torqued with no change. They changed hand-piece, no change. At this point, they changed the instrument, and everything worked as it should. No pt consequences were reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.